Event description:
Customer reports that the patient presented with a wound dehiscence approximately two weeks following neck surgery. Patient was returned for resuture.

Manufacturer narrative:
Wound dehiscence occurred, no conclusion can be drawn at this time. Should additional information be obtained, a supplement 3500a form will be submitted accordingly.